Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while preparing to implant a 13.2mm vticm5_13.2 implantable collamer lens, -14.0/+1.0/070 (sphere/cylinder/axis) the lens tore/broke before/during loading. The lens was implanted and removed intraoperatively from the left (od) eye on (B)(6) 2018. An alternate lens was successfully implanted on (B)(6) 2018 and the problem was resolved. The cause of the event is listed as unknown; anterior chamber irrigation/evacuation of visco/fluids is also reported.

Manufacturer narrative:
Corrected data: initial report states lens was implanted into the "left (od) eye". Corrected to "right (od) eye". (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the lens surface. Visual inspection found the haptic torn and bent. (B)(4).